Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported condition was not confirmed. A test battery was installed. The unit was docked, and the power cord connected to a test preamp and invos field test device (iftd). The iftd is the functional tester for the system that replaces the sensor to input a signal that would calculate an rso2 value. The unit gave consistent readings for several hours. The unit was moved to the test area for surgical devices and tested with a test pencil on both coag and cut modes using various power levels and no display issues were noted. A electrosurgical generator was used to change the output to full power, and again no display issues were observed, and the touch screen functioned as intended. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device showed "signal error detected" and the rso2 values the lower or were not shown. It was indicated that there was no patient injury.